Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer was hospitalized on (B)(6) 2015 with a blood glucose of 44 mg/dl. Customer was hospitalized due to low blood glucose. Customer had been experiencing low blood glucose that day. Customer has treated with food. Customer's daughter did not know the customer's settings and will call back to finish troubleshooting. Customer's daughter stated that the customer had accidentally changed her setting time of the pump from pm to am and became low. Customer's daughter stated that there were a number of things that caused her hospitalization. Customer stated that her blood glucose was at 54 mg/dl and then it went down to 50 mg/dl. Her blood glucose then went down to 44 mg/dl and she went to the hospital. Customer's daughter will call back to continue troubleshooting.